Manufacturer narrative:
The strips were returned and tested by qa. Three out of five strips would not sip in the control solution unless completely submerged into the sample. High results were not confirmed. Retention lot gave satisfactory results.

Event description:
The customer received a blood glucose reading of 199mg/dl on the contour next usb meter, re-tested on a different meter and the reading was 58mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer